Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event in left eye described as "injector was sticking/high resistance to forward movement, with more force it finally moved forward, but shot stent out completely instead of slow gradual placement." Surgery completed with backup device. No eye injury reported.